Event description:
It was reported that during a predilatation of the superior mesenteric artery, a balloon burst occurred. Access was obtained via right femoral artery. The 75% stenosed target lesion was located in the severely calcified and non tortuous superior mesenteric artery. A 5.0 x 20, 135cm mustang balloon dilatation catheter was used to predilate the target lesion. Upon the first inflation, the balloon burst at 11 atmospheres. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).